Event description:
It was reported that revision surgery was performed due to pain and elevated cobalt and chromium levels. During revision, the surgeon noted metal debris in the soft tissue.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.